Manufacturer narrative:
Manufacturing site: unknown. (B)(4). Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. When the subject guide wire was returned for evaluation, reportable device defect (coil wire separation) was recognized. Thus the date the manufacturer became aware of the event was considered the date the device returned. The returned subject guide wire was inserted inside the concomitant catheter. The guide wire was found sticking out of the distal tip of the catheter for approximately 6cm to the distal end of the guide wire. Microscopic observation found that the coil wire was unraveled and separated near the distal end of the catheter. The catheter tip was stretched and found swelled at its distal end. X-ray observation found that the coil wire was separated inside the tip and unraveled inside the swelled segment, indicating that the guide wire and the catheter got stuck to each other because of the unraveled coil. It was also presumed that the tip was stretched as an attempt was made to separate the two devices. Investigation of the production records for the device could not be performed as no lot information was available. Based on the obtained information and the above investigation outcome, it was presumed that the coil wire of the subject guide wire got unraveled as its distal end was trapped by the lesion or vessel. This increased friction between the catheter and the guide wire, causing the two devices to get stuck to each other. It was presumed that rotational force was continuously applied on the guide wire while the two devices were stuck to each other. Eventually, the coil wire got separated due to the stress accumulated on it. Although the lot history review could not be conducted, there was no indication of product deficiency since all the shipped products were inspected in the production process and satisfied the product specifications and release criteria. The instructions for use states: - [warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, during a pci to treat a heavily calcified rca lesion an attempt was made to exchange the subject guide wire with another wire by the assistance of a concomitant catheter but failed because the two devices got stuck to each other. Although the catheter was flushed with a lubricant, the guide wire and the catheter could not be unstuck. No patient health hazard was reported, and no additional treatment was performed.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.